Manufacturer narrative:
The needles were returned for investigation. Manufacturing records were reviewed and no issues were noted with the needles in this report. The needles were subjected to performance testing and met all specifications. The customer complaint related to no ice or small ice could not be duplicated or confirmed as the needles passed all investigative testing.

Event description:
Prior to a cryoablation procedure using 4 needles, the system and needles were tested prior to the procedure with no issues. Full cylinders of argon and helium were being used. During the procedure, two of the needles did not make ice. The physician moved the needles to another channel, exchanged the argon cylinders and verified that everything was ok with the shutoff valve. The two needles that were not making ice were exchanged and the ice size improved. However, due to the small size of the ice obtained during the first freeze cycle, the physician believes there could be an under treatment and the procedure was not successful.

Event description:
Prior to a cryoablation procedure using 4 needles, the system and needles were tested prior to the procedure with no issues. Full cylinders of argon and helium were being used. During the procedure, two of the needles did not make ice. The physician moved the needles to another channel, exchanged the argon cylinders and verified that everything was ok with the shutoff valve. The two needles that were not making ice were exchanged and the ice size improved. However, due to the small size of the ice obtained during the first freeze cycle, the physician believes there could be an undertreatment and the procedure was not successful.